Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the impedance measurements were greater than 4,000 ohms with electrodes 0 and 4. Stimulation was fine with electrodes 1 and 2 but wanted to use electrodes 0 and 4 to get stimulation higher in back. The pt experienced intermittent stimulation. It was noted the pt fell, which was not traumatic, and the stimulation was not affected at that time. It was later reported that the pt experienced no stimulation following a fall 1 year ago. The device has been turned off since. The impedance measurements were greater than 4,000 ohms on all of the bipolar pairs. Add'l info has been requested.